Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported that a patient on bipella support had lactate dehydrogenase (ldh) spiked. The impella cp was verified with echocardiogram. The patient was on dialysis. The team continued to trend ldh for possible hemolysis. It was further reported that care was withdrawn and the patient expired while on impella cp support.

Manufacturer narrative:
The investigation for the hemolysis and thrombosis has been completed. Data logs were reviewed for the impella cp, and there were no abnormalities around the time of the reported onset of hemolysis symptoms. There were no motor current spikes during the case either. Pump flows were variable during the case, however, they were generally within specification. Review of the rp flex data logs confirmed an ingestion event. Up to that point, pump flows were within specification and other metrics were generally stable. Therefore, it couldn't be confirmed based on data logs that the biomaterial that was ingested was responsible for hemolysis that was reported the day before. Additionally, the patient was also on dialysis at the time of hemolysis and the rp flex was repositioned. Product was not returned for investigation. Since data logs were inconclusive, clinical details were limited, and product wasn't returned for investigation, the root cause of the hemolysis could not be determined. The root cause of the thrombosis was unable to be determined due to insufficient clinical details